Event description:
It was reported that this programmer's touch screen would not respond. No patient involvement noted. The programmer was returned back from the field for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection did not reveal any anomalies. While the programmer passed functional testing, baseline testing failed as the touch screen was found to be unresponsive. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the lcd touchscreen laramie was swapped out with a known good unit, the product defect disappeared. This confirms a defective lcd touchscreen laramie caused the observed touchscreen failure.